Event description:
Additional information from the patient reported they were not sure why they had difficulty changing programs, other than they have neuropathy. They were not sure if that was the reason or not, but they have to change programs periodically. The patient said they were able to talk to a manufacturing representative and realized they were forgetting to do one of the stepsto change the program. They got frustrated and instead of sitting down to read the book, they called for human interaction.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient.

Event description:
A patient is reported that the program was not working for her and was not controlling her urine on (B)(6). The patient noted every time she changed to a different program it seemed to help with controlling her urine. The patient noted they are feeling stimulation. The patient increased stimulation to a comfortable level. The patient noted she kept her stimulation high at 7.7 v on program 3 and wanted to change to a different program. The patient stated the check mark only stayed on program 3. The patient wanted to know how to change and stay on a program. A healthcare professional reported the patient needed a batter exchange, which happened on (B)(6), and it was determine that the cause of the difficulty changing program was due to the battery being dead. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.